Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was cracked and blood leaked from it. The following information was provided by the initial reporter: "after catheter insertion, noted the tip of the catheter was cracked and blood was spilling out m middle of green plastic piece. Had to remove IV and insert another."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip was cracked and blood leaked from it. The following information was provided by the initial reporter: "after catheter insertion, noted the tip of the catheter was cracked and blood was spilling out m middle of green plastic piece. Had to remove IV and insert another."

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.